Event description:
It was reported that a patient who had the catheter self-expelled despite an inflated balloon. It was further reported that this had occurred with several patients however, no details were provided. There was no reported injury with any of the patients and no medical intervention was needed.

Manufacturer narrative:
(B)(4). According to the complaint description, the device was having leakage. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted, and investigation will be based on documentation review. Leaks from a balloon may happen due to several reasons such as being in contact with sharp objects during use, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirits, paraffin, or other relative's compounds. The balloon could also leak because of it having an encounter with bladder stones during use for patients with bladder or kidney stone history. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheters with defective balloon will be culled ou t during this process. Due to no actual sample returned for this complaint any further investigation was not possible. Therefore, this complaint could not be confirmed.

Event description:
It was reported that a patient who had the catheter self-expelled despite an inflated balloon. It was further reported that this had occurred with several patients however, no details were provided. There was no reported injury with any of the patients and no medical intervention was needed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.